Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 14. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue resurfaces.